Event description:
In the morning, middle aged hemodialysis patient came from the emergency department for a temporary dialysis placement. The interventional radiology (ir) provider placed a dbl (double-balloon catheter) palindrome catheter uneventful. Catheter flushed with no issue. Patient was sent to dialysis and the ir team received a call at 1:00 pm that when he arrived the catheter flushed without issue. When he was hooked the dialysis machine and started pulling at 300 ml/min the catheter begun to leak near the clamp. The hemodialysis nurse stopped the dialysis treatment and called ir. The ir team went to the patient's bedside in dialysis to exchange the catheter. Manufacturer representative was made aware of this event.